Event description:
It was reported that the patient presented in clinic for follow-up. Patient stated that she had fell at home due to unrelated vertigo. Upon interrogation, it was found that the left ventricular (lv) lead had slightly dislodged and exhibited failure to capture. Programming changes were made to resolve the capturing issue. Patient condition was stable.